Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a shoulder arthroplasty, the bearing could not be seated on the tray, and upon inspection it was found that the ringloc was bent in the tray. No impacts to the surgery or patient were noted. No more additional information is available.

Manufacturer narrative:
The follow up report is being submitted to relay additional information received. The complaint is confirmed based on the complaint sample that was returned for evaluation. The returned tray has damage to the ringloc. The ring is damaged and does not move freely in the tray; therefore, the complaint is confirmed. Dimensional analysis was conducted on the ring and it was found to be conforming to print specifications. Review of device history records found these units were released to distribution with no deviations. Root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.